Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer's blood glucose level was 665 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin drip at the hospital. Customer's current blood glucose level was 220 mg/dl. Customer stated that the symptoms related to high blood glucose such as confusion, feeling sick, headache, altered vision, tired, pain, increased thirst. Customer was also suffering from internal bleeding and pneumonia. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with troubleshooting. Customer stated that the auto mode feature was not active at time of high blood glucose event the insulin pump will not be returned for analysis.